Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient's weight not provided. Last name and title of reporter not provided. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that there was bone loss at the implant site. Implant was removed and the site was grafted for future placement. Tooth #30.

Manufacturer narrative:
One (1) nanotite tm tapered certain® prevail® implant 5/4 x 10mm (niitp5410) was returned for investigation (image attached in complaint). Visual evaluation of the as returned product identified screw fragment in the implant's drive feature. Implant was badly damaged during attempt to remove screw. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on tooth # 30 (universal) and was used for approximately 7 years, and 7 months. The customer did not provide any pictures or x-rays. Review of appropriate documentation: document reviewed: biomet 3i dental implant IFU (p-iis086gi) rev h - july 2021. Information identified: warnings, precautions and potential adverse events. Per the applicable IFU, under section precautions, it is stated that improper technique could cause device failure. DHR review: DHR review for the lot (2013091475) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (2013091475) for similar events (complaint category keyword: fracture screw & bone loss) and no other complaints were identified. Post market trending review: november post market trending was reviewed and there were no actionable events or corrective actions for the reported events (fracture screw & bone loss) or product (niitp5410). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information the event bone loss is a medical condition and is non-verifiable.

Event description:
There is no update to the description needed.

Manufacturer narrative:
Supplemental medwatch created to provide an update to the complaint description that was provided by the customer in reference to the bone loss. Sections updated: b4: date of this report b5: summary of event updated g3: date additional information was received by the customer g6: type of report and follow up number h2: follow up type h10: manufacturer's narrative.

Event description:
It was reported that there was bone loss at the approximate upper 1/4 portion of the implant. The lower 3/4 of the implant was integrated. The apparent bone loss was not a result of trephining the implant out of the site.